Event description:
Boston scientific received information that a patient had their device and leads electively explanted due to a systemic infection that was not related to the device, leads, or any procedure involving such products. As no further information concerning this report is available and/or expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of quality documents confirmed a regular device manufacturing.